Event description:
Deposits of a black substance visable when in use for knee arthroscopy. No other information is available at this time.

Manufacturer narrative:
The device has not been returned from the customer for evaluation.